Manufacturer narrative:
The customer sent the samples to another laboratory where they were tested on a cobas e601 analyzer and an architect analyzer. Sample 1: cobas e601 result was 2325 miu/ml. Sample 2: cobas e601 result was 860.13 miu/ml. Architect result was 856.10 miu/ml. Sample 3: cobas e601 result was 157.50 miu/ml. A specific root cause could not be identified. It was noted the customer was not using the recommended sample tube rack adapters which may have allowed the sample tubes to lean and cause mis-pipetting of the samples. This may have caused or contributed to the issue.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) results for one patient. Sample 1: (B)(6) 2015 cobas e411(serial number (B)(4)): 2645 miu/ml. (B)(6) 2015 cobas e601: 2411 miu/ml. (B)(6) 2015 architect: 2838.1 miu/ml sample 2: (B)(6) 2015 cobas e411: 2.39 miu/ml. (B)(6) 2015 cobas e601: 3.13 miu/ml. (B)(6) 2015 architect: 938.2 miu/ml sample 3: (B)(6) 2015 cobas e411: 3.13 miu/ml. (B)(6) 2015 cobas e601: 2.09 miu/ml. All of the results were reported to the doctor. A result less than 5 miu/ml was expected for the patient. The patient was not adversely affected.